Manufacturer narrative:
The involved product was not returned for evaluation. Therefore the root cause of the reported event could not be determined. The device history record was reviewed. No manufacturing or packaging issues were noted that would result in the reported event. Additionally, we have not received any other complaints of a similar nature for other devices from this lot. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
Before of a syntel silicone embolectomy catheter - spring tip, when the physician tried to inflate the balloon it was noted that the balloon ruptured. A replacement device was used to complete the procedure.